Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). Internal inspection found the bearing to be faulty and were replaced. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the bearing pack was small and it did not roll smooth (faulty bearings). There was no patient involvement.